Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer response to the touch pen was very slow and the threshold testing was sluggish. Another programmer was used. The company representative ran the service diskette and the programmer was restored to service. Technical support (ts) noted that the programmer may need to come back for service if further issues occurred. No patient complications have been reported as a result of this event.